Manufacturer narrative:
The unit passed the functional test including the displacement test, the rewind, the basic occlusion, the occlusion, the prime, and the excessive no delivery alarm test. The unit functioned properly. The unit had a cracked reservoir tube lip.

Event description:
The customer called in to report a hospitalization due to high blood glucose. The customer's blood glucose level was 1120 mg/dl. The customer's blood glucose level at time of call was 136 mg/dl. The customer's symptoms included vomiting and confusion. The customer was not wearing the insulin pump at time of admission and had not been wearing it 1 day prior to event. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with manual injections, an IV drip, and insulin. The customer was unable to complete troubleshooting. The product was replaced and was returned for analysis.